Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Per the physician, the rv lead remains in use since it is not being used for pacing. No patient complications have been reported as a result of this event.